Manufacturer narrative:
(B)(4).

Event description:
It was reported that during unrelated x-ray review, externalized conductors were observed on the right ventricular lead. The electrical function of the lead was tested and no anomalies were detected. The patient was asymptomatic and was brought into the or for lead explant. The lead was explanted and replaced. The patient tolerated the procedure well and will be followed normally.

Manufacturer narrative:
A partial lead was returned for analysis in two segments. Externalized conductors due to internal insulation abrasion breaching rv cables lumen were noted at 7.5-10.1 cm from the distal tip. Externalized conductors due to internal insulation abrasion breaching re cables lumen were noted at 8.5-11.5 cm from the distal tip. The etfe coating was intact at these locations. Externalized conductors due to internal insulation abrasion breaching re cables lumen was noted at 13.0-15.1 cm from the distal tip. One re cables etfe coating was abraded at this location. This is consistent with the observation from the field of insulation abrasion.